Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. It was reported approx 44 months post stent graft implantation, the pt was seen for a routine follow-up appointment. The CT demonstrated the stent graft had migrated with a type I endoleak. The cause of the migration was due to distal fixation seal loss. The pt was treated with an aneurx cuff and the endoleak has resolved. The pt was reported to be fine and no additional clinical sequelae have been reported.